Event description:
Pt presented with a 2-3 month history of pain with weight bearing and positive start-up pain. Walking required the use of two crutches. Radiographs revealed axial subsidence of the femoral component with osteolytic lesion and some early debonding of the bone cement interfaces. On 1/20/2000 pt underwent left total hip revision. Femoral stem was broken into two pieces.

Event description:
Pt presented with a 2-3 month history of pain with weight bearing and positive start-up pain. Walking required the use of two crutches. Radiographs revealed axial subsidence of the femoral component with osteolytic lesion and some early deboning of the bone cement interfaces. In 2000 pt underwent left total hip revision. Femoral stem was broken in two pieces.